Event description:
During a hip arthroscopy procedure utilizing an osteoraptor 2.9 w/ 1 ub cobraid blue, it was reported that the anchor broke upon insertion. Prior to using the osteoraptor 2.9 w/ 1 ub cobraid blue, the surgeon attempted to place an osteoraptor 2.3 w/ 1 ub cobraid black. That anchor pulled out from the site when the physician was tying the suture. A second site was prepped and the surgeon attempted to insert the osteoraptor 2.9 w/ 1 ub cobraid blue. This second anchor broke proximally in the center, was removed and the site left empty. A third site was prepped and a 2.3 osteoraptor was inserted completing the procedure. The patient¿s bone quality was reported as good. The patient¿s post-operative condition was fine.

Manufacturer narrative:
Device evaluation: the insertion device with the anchor off but still attached to suture was returned. A piece is missing from the proximal end of the anchor. In addition, the distal tip is bent. The condition of the anchor is indicative of an off axis insertion. Due to the missing piece, no dimensions could be taken. A functional test was not required based on the failure mode. Based on the evidence provided, no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. No other complaints for this lot. The information for use: ¿establish axial alignment of the suture anchor to the drill hole. While stabilizing the insertion site, rotate the anchor clockwise into the hole with the insertion device using a two-finger ao technique.¿ (B)(4).